Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
Mean age 60.5 +/- 14 years (range: 24-81). 23 male/8 female. Date of event: estimated date. The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. A conclusive cause for the reported patient effects of hematoma and pseudoaneurysm, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Literature attachment: "percutaneous transluminal angioplasty alone versus stent placement for the treatment of transplant renal artery stenosis".

Event description:
It was reported through a research article identifying perclose proglide devices that may be related to: hematomas treated with compression and pseudoaneurysm at the puncture site treated wtih ultrasound guided compression. Specific patient information is documented as unknown. Details are listed in the attached article, titled "percutaneous transluminal angioplasty alone versus stent placement for the treatment of transplant renal artery stenosis".